Manufacturer narrative:
H3: the revision reported was likely the result of both rotator cuff failure and an insufficient bond between the glenoid component and the glenoid bone, which led to aseptic (non-infected) glenoid loosening. The failed rotator cuff likely resulted in humeral head migration which may have led to eccentric loading and glenoid component loosening via a ¿rocking-horse phenomenon.¿ the cause of the center cage disassociation cannot be determined from the information provided but may have occurred due to incomplete drilling or seating of the pegs/cage during implantation, malalignment of the cage relative to the peripheral pegs during implantation, a prosthesis fracture that resulted from the loosening of the peripheral pegs, or while removing the component during the revision surgery. However, the extent and root cause of the rotator cuff failure, glenoid loosening, and center cage disassociation could not be determined as the devices were not returned for evaluation, and images and radiographs were not provided.

Event description:
As reported, approximately after 8 year old anatomic, the patient had a revision due to cuff failure, the glenoid component was loose and center cage was disassociated from poly. Patient was converted primary to reverse. Patient was revised to exactech devices. There were no pieces of the device that fall into the patient wound site. There was no surgical delay/prolongation. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain x-rays or photos. The devices are not available for evaluation due to hospital policy. No further information provided.

Manufacturer narrative:
Section d10: concomitant products: humeral head, replicator plate. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6, the following sections were corrected: b3, h6. MDR section codes updated/corrected: a, c, d, e, g. The revision reported was likely the result of both rotator cuff failure and an insufficient bond between the glenoid component and the glenoid bone, which led to aseptic (non-infected) glenoid loosening. The failed rotator cuff likely resulted in humeral head migration which may have led to eccentric loading and glenoid component loosening via a ¿rocking-horse phenomenon.¿ the cause of the center cage disassociation cannot be determined from the information provided but may have occurred due to incomplete drilling or seating of the pegs/cage during implantation, malalignment of the cage relative to the peripheral pegs during implantation, a prosthesis fracture that resulted from the loosening of the peripheral pegs, or while removing the component during the revision surgery. However, the extent and root cause of the rotator cuff failure, glenoid loosening, and center cage disassociation could not be determined as the devices were not returned for evaluation, and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.